Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01576, -01577, -01578, -01579. (B)(4).

Event description:
Allegedly, patient revised due to pain. Right.